Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient's remote home monitoring system displayed a red light indicative of a change in device status. Information indicates that the patient was not fully enrolled in the service. Requests for additional information have been unsuccessful. No adverse patient effects were reported. The system remains in service.